Event description:
(B)(4). It was reported by the consumer that the rpa450-1 patient lift hand pendant was working intermittently. There was no injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpa50-1, serial number/date code (B)(4) is approximately five year old. The consumer is a female. However, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.